Event description:
It was reported that the user's dexcom g7 continuous glucose monitor (cgm) failed to maintain pairing with the ilet despite prior successful operation, resulting in persistent pairing failure notifications and unsuccessful re-pair attempts. Symptoms included no glucose data transmission from the sensor to the ilet with no adverse clinical symptoms reported. Outcomes included user inconvenience and interruption of automated insulin dosing inputs that depend on cgm data. User support included user-level troubleshooting and education, including cycling sensor setting and contact dexcom support. Investigation of this case revealed a continued communication failure between the cgm sensor and the ilet, consistent with a cgm pairing or connectivity malfunction affecting data input to the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely external cgm connectivity failure unrelated to the ilet hardware, with resolution expected through sensor replacement and dexcom-led cgm support.